Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not re-open while applied to tissue. The surgeon used force to manually release the device from the tissue, which caused tissue damage and bleeding of less than 200cc. Another device was opened and used to continue the case.